Event description:
It was reported that a malfunction alarm code "malf 16" occurred and the faulty malfunction code could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy for insulin delivery and was instructed by technical support to put the pump into storage mode before returning it using a pre-paid label. A replacement pump was arranged to be sent to the customer. Technical support confirmed the shipping address and ensured the customer understood the instructions.